Event description:
Discordant, falsely low sodium results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were not reported to the physician(s). The samples were rerun in duplicate on the same instrument and resulted higher. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.